Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units. The customer reported an elevated blood glucose (bg) level of 500 (mg/dl); however, the customer stated no treatment was performed to address their bg levels. A new cartridge was loaded and issue was resolved.